Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the display screen had a dim/pinkish contrast. The daily insulin delivery totals correctly reflected the user's programmed basal rates. There were no errors, alarms or warnings during the 24hr duration testing. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. A 10u normal bolus was able to be successfully programmed and was fully delivered in the pump. Unrelated to the original complaint, the audio bolus button cover was missing from the pump. A 10u audio bolus was unable to be completed due to missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced fluctuating blood glucose (bg) levels from 39 mg/dl with confusion to over 500 mg/dl with nausea, ketones, extreme drowsiness and lethargy associated with a dim display. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient incorrectly bloused due to a dim display. This complaint is being reported because the patient allegedly experienced bg excursions because of a display issue.